Event description:
Report received from (B)(6) stating that the device had locking component damage. It is unk if the device was being used during surgery. It is unk if injury or medical intervention were reported. No additional info provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).